Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation the patient had a left knee revision on (B)(6) 2018. Approximately 3 years and 3 months after the first revision the patient had a second left knee revision on (B)(6) 2021. The patient experienced synovitis, osteolysis, bone loss, component loosening, two stage exchange arthroplasty with need for mobile articulating spacer, loss of mobility, pain, and swelling. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Correction: during further review, it was determined this is a duplicate. This event was reported under MDR# 1038671-2022-00816.